Event description:
A caller reported experiencing a cgm error identified as error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and they guided the caller through the process. Following the reset, the pump no longer displayed the cgm error code, and the caller successfully initiated a new sensor session.